Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that can contribute to the device cause damage, include, but not limited to, the insertion angle or rotation angle of the device was insufficient and anatomical interference with either device during placement to cause interaction between devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a multi access venotomy closure of the right common femoral vein using a proglide device after an ablation procedure using a 7f sheath, 8.5f sheath and 6f sheath from top to bottom. The 7f sheath was removed and a proglide device was deployed and used to achieve hemostasis. Reportedly, resistance was met when the 8.5f sheath was attempted to be removed. The sheath was pulled against resistance and finally gave way. The proglide suture that was deployed at the 7f access site was noted to have sutured the 8.5f sheath. The 6f sheath was also removed and hemostasis was achieved via manual compression at all three access sites. There was no vessel damage. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician arranged the access sites in a triangular position (zig-zag form) to avoid puncturing the sheaths. No additional information was provided.